Event description:
A customer reported, to baxter healthcare, one unspecified intermate device that had the tip break off into an IV valve during infusion. There is patient involvement; however, no patient injury is reported. No further information is available at this time at this time.

Manufacturer narrative:
(B)(4). Attempts were made to obtain the sample, including written correspondence. The product code and lot are unknown, therefore the 510k number is unknown and a batch review could not be completed. The sample is not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. It is unknown if a sample is available for evaluation. If additional information or the sample becomes available, a follow-up report will be submitted.